Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09347. The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2008. It was reported the pt had experienced a fall and noticed changes in the stimulation patter. A full parameter diagnostic indicated high impedance values on several contacts. In addition, the pt also reported feeling pain at the lead insertion site. The physician explanted and replaced the leads. The physician also elected to replace the system ipg due to possible damage from the fall. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Eval: results: the returned product was examined and tested. Testing confirmed one lead had seven opens between the proximal and distal electrodes. The second lead had one electrically open electrode. A f/u microscopic inspection of both leads did not find any damage to the outer body of either leads. The inspection did confirm 7 open wires on one of the leads, which was consistent with the electrode measurements of the lead. The single open electrode on the other lead could not be visually confirmed. The damage to both the leads is consistent with stress exerted on the leads when the pt fell. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.